Event description:
A malfunction alarm was reported, which caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." A pump reset was performed with guidance from technical support, who instructed the customer to monitor their glucose level and call back if the issue persisted. The pump was successfully reset, and the customer planned to use it for a correction bolus to address the high glucose levels, with instructions to report if any malfunction recurred.